Event description:
Per the audiologist, the patient experienced a ¿bubbling¿ noise along with a decrease in performance. The results of an integrity test indicated normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported that during a gastrectomy procedure, the device didn't shoot. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4). (B) (4).